Event description:
The patient is reportedly experiencing poor performance, pain, and facial nerve stimulation. Programming adjustment have been made, however, the issue is the resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.